Manufacturer narrative:
(B) (4). The ge service rep repaired the power supply fuse. The system operates as intended.

Event description:
The customer reported that the system displayed an interlock failure error message. The c-arm locked up.